Manufacturer narrative:
Age at time of event or date of birth; corrected data: the previously submitted MDR inadvertently provided an incorrect patient age and date of birth. This report is being submitted to correct this data.

Event description:
During review of the in-house programming/diagnostic history database, it was observed that during interrogation on office visit on (B)(6) 2010 the patient&#39;s settings were different than what were programmed at the same office visit. The settings found were indicative of a faulted diagnostic test which occurred on (B)(6) 2010. The physician corrected the settings; however, the magnet on time was not corrected. The device was interrogated prior to the patient leaving the office on (B)(6) 2010 as recommended by device manufacturer to ensure the device is at the correct settings; however, the physician did not correct the magnet on time back to the previous setting. No patient adverse events were reported.

Manufacturer narrative:
Analysis of programming history.